Event description:
It was reported that during the procedure and after removing the device they found, once deflated, that it was impossible to remove the pta catheter from the introducer. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Upon inspection of the returned sample, the catheter tip was inserted through the introducer with approximately 9mm of the balloon tip visible at the distal end. The balloon tip appeared to be somewhat bulbous. The introducer tip appeared flared around the balloon. The introducer shaft measured approx 10.9cm in length from the distal tip to the hub. The introducer shaft appeared accordioned for approx 4cm near the proximal hub. The catheter shaft exhibited some necking that extended approx 10cm proximal of the introducer. Attempted to insert an in-house .035 inch guide wire; resistance was met at the accordioned section of the introducer and the necked section of the balloon catheter. The od of the guide wire was verified to be .035 inc. Soaked the catheter and the introducer in a warm water bath. Through manipulation, was able to push the catheter out of the introducer distally. Once removed, the distal cone area of the balloon exhibited some dried blood. The shaft of the catheter appeared severely accordioned at approx 8cm from the distal tip and extended to approx 11.7cm from the distal tip, and appeared flattened. Inflated the balloon with water to purge out any air in the balloon, then drew a vacuum to prepare for removal. The balloon folded down to 3 folds. Attempted to remove the balloon from the returned introducer and was unable to as resistance was met once the balloon tip reached the same location it was at, as received. The distal tip of the balloon was still bulbous. Pushed the balloon catheter distally through the introducer and soaked for a few minutes. Removal from the introducer was again attempted with the same results. Due to the condition of the sample as returned further evaluation was not possible. The result of the investigation was confirmed for difficult to remove from the introducer that was returned, root cause unk. It is unk if procedural issues contributed to this event.